Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the oxygen (o2) sensor on a 980 ventilator failed calibration. Information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided. The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the o2 sensor. The se performed extended self-testing on the device and all tests passed.